Event description:
The customer reported that the co2 was registering when no patient was attached to it. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.